Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns pt's device revealed high lead impedance during diagnostic testing. Follow-up revealed that there is no known trauma that may have caused the high lead impedance. It was reported that the pt could not feel magnet mode stimulation, but it is unk when this symptom began. The pt's device has been replaced. Good faith attempts to obtain the explanted devices and add'l info regarding the reported event have been unsuccessful to date.